Event description:
The customer reported being hospitalized due to high blood glucose of 558mg/dl. The customer was experiencing unexplained high glucose for the past day. Troubleshooting was preformed. The programming, time, and date were correct. The customer stated that the infusion set was changed to solve the issue. Ran a fixed prime and passed. A tubing clamp was not available to perform the high pressure test at time of call. The customer also reported receiving no delivery alarms that lead to her high glucose. O further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.